Event description:
It was reported that this patient with a pacemaker was involved in a car accident which resulted in damage to the right ventricular (rv) lead. A year later after the car accident it was noted that the patient is experiencing syncope however, is not sure if these symptoms are related to the device. The patient is being followed by a cardiologist and wore a non-boston scientific product to monitor their heart. Subsequently, the rv lead was explanted and replaced successfully and the device remains in service. No additional adverse patient effects were reported.